Event description:
The user reported that during an infusion, they noticed that the clamp on the set had cut through the tubing. The set had been in use for no more than 6 hours and the clamp had been activated about 4 times. From the reported information, there are no indications of serious injury to the pt or user as a result of this incident. No additional information was available.

Manufacturer narrative:
(B) (4). Pt information requested and all available information is included: the set was discarded by the customer. The lot number was identified. The manufacturing database was reviewed and no quality issues were noted during production build for the involved lot.